Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the monopolar curved scissors (mcs) tip cover accessory. Intuitive surgical, inc. (Isi) has not received the accessory for evaluation. Images associated with this reported event was submitted for review. Review of the provided images show different angles of the instrument. The images with the tip cover accessory were not close up so the root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was torn. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the tear is at the edge of the tip cover. Photos of the item were provided. The customer was unable to take more pictures as this item was shipped out to isi. The cases reported are two separate events.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has been returned and evaluated by the failure analysis (fa) team. Fa replicated/confirmed the customer reported complaint. The tip cover was found to have tearing at the mouth where the scissor tips exit. Tears are axially aligned with the tip cover and measure from 0.166" to 0.020" in length. There are no signs of thermal damage present at the end of any tears. Damage to tip covers is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions that can lead to excessive wear resulting in tears.

Event description:
Refer to h10/h11 for follow-up information.